Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker stated that device was not working as the patient's heart rhythm was all over the place. There was no further information provided as of this time. The device remains in service. No adverse patient effects were reported.